Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The blade was not broken as reported by the customer. The device was tested with gen11 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastroplasty by video procedure, when opening the packaging it has been found that the moveable jaw of the shears was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.